Event description:
A follow up calls were made and the customer called back to report being in the hospital for a while and he does not know if it was related to the insulin pump. The customer experienced low blood glucose and had hard time to bring it up. Then the customer was taken off the device for several days. The blood glucose at time of admission was 42mg/dl. The customer mentioned having flu symptoms and sited possible settings issues. Troubleshooting was performed, and the drive support cap was sticking out. The customer stated that one part of the drive support cap is lower and the other part is higher. The customer mentioned having a low episode at time he called due to lack of food. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.